Manufacturer narrative:
(B)(4). Additional devices implanted and involved: tgu262610 lot - 9982934 (B)(4). Medication's - insulin, pravastatin, and famotidine.

Event description:
On (B)(6) 2013, a patient was treated for a thoracic aortic aneurysm with conformable gore tag&#59412;thoracic endoprostheses. On (B)(6) 2016, a reintervention was performed to treat an emergent contained rupture distal to the previously implant ctag devices. The cause of the rupture is unknown. It was reported a blood transfusion was not performed. The patient tolerated the procedure.

Manufacturer narrative:
Corrected the event description.

Event description:
On (B)(6) 2016, a conformable gore tag thoracic endoprosthesis was implanted to extend distally to treat the rupture. The cause of the rupture is unknown.